Manufacturer narrative:
Additional information: evaluation summary: this report is based on information provided by medtronic investigation personnel. The product sample was not returned to the medtronic laboratory; however, a gfh files was provided by the customer for analysis. The returned sample did not meet specification as received by medtronic. They reported four hours into the study. The reported condition was confirmed. The investigation found that the capsule stopped to transmit. The investigation identified the cause of the reported event to be capsule. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient mentioned that the recorder was flashing yellow after a bowel movement. They reported four hours into the study. The patient was unsure if the capsule was passed. A copy of the study was sent in for review and evaluation and the study duration was three hours and 51 minutes. The full small bowel was captured and there were no issues with the study. They are going to acquire an x-ray to confirm if the capsule has been passed. There was no reported patient outcome.